Manufacturer narrative:
Citation: kronberg k, horn m, mellert f, elsässer a. Transcatheter tricuspid valve-in-valve replacement in two patients with ebstein anomaly: technical considerations. Clin res cardiol. 2021;110(3):472-477. Doi:10.1007/s00392-020-01756-0 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a patient (referred to as ¿patient 1¿ by the authors) who previously underwent tricuspid valve replacement with a medtronic 33 mm hancock ii bioprosthetic valve. Approximately eighteen years later, the presented in new york heart association class iii with recurrent dizziness, shortness of breath, and oedema. Echocardiography revealed a degenerated and heavily sclerosed/calcified hancock ii valve with an elevated gradient of 8 mmhg, and computed tomography revealed a massive right atrial dilatation. Consequently, balloon angioplasty was performed and was followed by transcatheter valve-in-valve replacement using a non-medtronic (sapien 3) valve system. The patient was discharged five days after the procedure on oral medication for intermittent atrial fibrillation. No further information pertaining to medtronic products was noted.